Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The report received from the (B)(4) study indicated that the patient was enrolled in the study. The patient presented with a positive functional ischemia study, braunwald class iii angina, a 100% stenosis in the mid rca with timi 0 flow and 100% stenosis in the proximal rca with timi 3 flow. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid rca was treated with one study stent/cypher 3.5 x 28 mm. The angiographic core lab reported the target lesion location in the distal rca and a 14% final residual in-lesion stenosis with timi 3 flow, no dissection and confirmation that two stents were deployed. The second target lesion in the proximal rca was treated with one study stent/cypher 3.5 x 18 mm. The angiographic core lab reported a 21% final residual in-lesion stenosis with no dissection and timi 3 flow. For the bifurcating acute marginal branch, the angiographic core lab reported a 45% stenosis pre-procedure and a final 70% stenosis. The procedure ended at 01:00. The ECG core lab report is unavailable. Despite multiple request attempts for submission of hospital laboratory reports, ECG tracings, hospital admission notes and discharge summary, no additional information will be provided as per the site. The post-procedure course was uncomplicated and the patient was discharged two days after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient suffered a peri-procedural mi per adjudication. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of diabetes mellitus (type ii), history of sinus surgery, history of chf, history of gastrointestinal reflux disease, history of insomnia, history of right elbow fracture and smoker. The patient presented with a positive functional (B)(4) study, braunwald class iii angina, a 100% stenosis in the mid rca with timi 0 flow and 100% stenosis in the proximal rca with timi 3 flow. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid rca was treated with one study stent/cypher 3.5 x 28 mm. The angiographic core lab reported the target lesion location in the distal rca and a 14% final residual in-lesion stenosis with timi 3 flow, no dissection and confirmation that two stents were deployed. The second target lesion in the proximal rca was treated with one study stent/cypher 3.5 x 18 mm. The angiographic core lab reported a 21% final residual in-lesion stenosis with no dissection and timi 3 flow. For the bifurcating acute marginal branch, the angiographic core lab reported a 45% stenosis pre-procedure and a final 70% stenosis. The procedure ended at 01:00. Pre-procedure, the ck was not performed. The ckmb was 2.8 (nl 5.0, ratio <1) and the troponin t was 0.01 (nl 0.01, ratio 1.0). Post-procedure on (B)(6) 2010 at 08:21, the ck was not performed. The ckmb was 30.0 (ratio 6.0) and the troponin t was 1.96 (ratio 196). On (B)(6) 2010 at 16:11, the ck was not performed. The ckmb was 17.2 (ratio 3.44) and the troponin t was 1.20 (ratio 120). The cec adjudication committee has deemed this elevation an arc peri-procedural pci, thus the file was coded for mi. The ECG core lab report is unavailable. Despite multiple request attempts for submission of hospital laboratory reports, ECG tracings, hospital admission notes and discharge summary, no additional information will be provided as per the site. The post-procedure course was uncomplicated and the patient was discharged two days after the procedure on dual antiplatelet therapy. The study stents remain implanted thus unavailable. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15061331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00293 and # 3003742446-2012-00294.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00293 and # 3003742446-2012-00294.